Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station had no power, and the customer attempted to unplug and reboot the device, but it still would not power on. The device screen remained completely black. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the device had no power a field service engineer (fse) had unplugged the pyxibus cable to narrow down the issue and found that drawer 3.1 was the problem. The fse replaced the drawer board, and the machine powered up. The fse then rebooted the helmer and synchronized it with the station. Drawer 3.1 was tested successfully in the hardware test application (hta), and the technician was able to access it. The system functioned as intended after the field service engineer repaired the device.